Event description:
The customer returned the video system center to olympus and reported that the device dvi output does not work, and it is not possible to record the examination. There were no reports of patient harm. Reportedly, the issue occurred at the end of the procedure. During the device evaluation, the following reportable malfunction was found: printed circuit board failure, no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The dvi (digital visual interface signal) output does not work. This defect was caused by malfunction of dp (printed circuit) board. Additional evaluation finding: printed circuit board failure, no image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. In addition, the following non-reportable malfunction was found: the rear panel connectors other than the video connector are broken or damaged. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that digital visual interface signal output does not work due to malfunction of printed circuit board. Olympus will continue to monitor field performance for this device.